Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. One labeled winding former and two detached needles of product were returned for analysis. The product code is double armed. During the visual inspection of two used needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined and no suture remnant was found; however, marks on the body of needle that appears to be by the use of a surgical instrument could be observed. Additionally, the suture was not returned to determine the assignable cause. According to sample condition, it could not be determined what may have caused the reported incident. Photo analysis: one photo was provided for analysis. Upon visual inspection of the picture, one labeled winding former and two detached needles of product could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that the patient underwent an aortic aneurysm surgery on (B)(6) 2020 and the suture was used. It was reported that the problem of pulling off suture needle had happened during sewing aortic aneurysm tissue. Another like suture was used to complete the procedure. There were no patient consequences reported.